Manufacturer narrative:
One tacticath sensor enabled contact force ablation catheter was received for evaluation. The device was returned due to electrical signal loss and a display issue. Electrodes 1 and 2 were distorted, and noise was noted on the e1 and e2 unipoles when the device was connected to an ensite precision system, consistent with the reported event. Electrodes 1 and 2 read as open circuits during electrical testing. The catheter shaft material was fractured just distal to electrode ring 3 with conductor wires 1 and 2 fracturing at this location, consistent with the open circuits detected.

Event description:
This report is to advise of an event observed during analysis confirming a fracture in the catheter shaft material.